Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not able to rewind. The customer's blood glucose value was 247 mg/dl. The customer was reported that they were able to clear the alarm. The customer was reported that the insulin pump had battery out limit. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.